Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the female connector of a minicap transfer set and the patient line of a cassette. This was described as the ¿dark blue luer port that connects into the patient connection becomes loose¿. And when the home patient (hp) was connecting the device to the cycler tubing (cassette) connection port, the hp felt that it was not fitting properly so the hp over tightened it for safety. The hp then had to unscrew/disconnect it with more force and this is when the issue occurred. This was observed after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.